Event description:
It was reported from the school of clinical sciences in bristol that during a file review, since the operation, the pt experienced ongoing pain and clunking of left tkr despite an acceptable range of motion (5-105).

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.